Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and cero value measurement. Boston scientific technical services (ts) indicated that usually external electromagnetic interference (emi) can result in shock impedance out of range as well as cero ohms. Ts recommended to consider an in office evaluation of pocket manipulation and isometrics while assessing the shock tracing, looking for sensing abnormalities. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and cero value measurement. Boston scientific technical services (ts) indicated that usually external electromagnetic interference (emi) can result in shock impedance out of range as well as cero ohms. Ts recommended to consider an in office evaluation of pocket manipulation and isometrics while assessing the shock tracing, looking for sensing abnormalities. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, another alert was recorded for out of range (oor) shock lead impedance on this right ventricular (rv) lead, nonetheless, the measured value reported for that date is not oor. Technical services (ts) explained that there must have been two measurements taken during that window and the in range measured got reported in latitude. The lead trends were reviewed and many shock lead impedances of 0 ohm were recorded since january, also several greater measurements than 200 ohms. Ts commented that likely this is lvad related and fine noise was also observed on the shock electrogram (egm) on the stored events. The pacing impedance has also decrease but all measurements were within normal limits. No noise on rv rate sense. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported, that this right ventricular (rv) lead. Exhibited high shock impedances out of range, and cero value measurement. Boston scientific technical services (ts) indicated, that usually external electromagnetic interference (emi), can result in shock impedance out of range. As well as cero ohms. Ts recommended to consider an in office evaluation of pocket manipulation. And isometrics while assessing the shock tracing, looking for sensing abnormalities. This rv lead remains in service. No adverse patient effects were reported.